Event description:
After line was placed, rn was attempting to secure cap to the end of the plastic "y" when it cracked leaking blood.what was the original intended procedure?peripheral line placement.